Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after manipulation of the sheath during the implant procedure, the pacing lead dislocated. The lead helix became elongated and misaligned. The lead was removed and replaced. No patient complications have been reported as a result of this event.